Manufacturer narrative:
The device was evaluated and device passed safety test and all pressure and flow readings are within the specification; the manifold was leaking; however, this would have no impact the device's operation.

Event description:
Allegedly, the patient underwent a laparoscopic cholecystectomy procedure and after being insufflated, the patient became bradycardic and coded, and the procedure was stopped to treat the patient. The patient condition post-op was critical but stable; the patient has since been released from the hospital.

Manufacturer narrative:
Submitting follow-up #1 to correct patient's weight to (B)(6) kg.